Event description:
It was reported that pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. The following day post index procedure, infectious pericarditis was confirmed. The hospital stay was extedned by one day, antibiotics were administered and the patient was stabilized and discharged.

Event description:
It was reported that pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. The following day post index procedure, infectious pericarditis was confirmed. The hospital stay was extended by one day, antibiotics were administered and the patient was stabilized and discharged. It was further corrected that the patient did not have infectious pericarditis, and instead the patients pre-existing diabetes had worsened, and then the patient was stabilized after administering antibiotics. No further symptoms have been noted. It was further corrected that the patient may have not have pericarditis, but instead an inflammatory response post procedure. Factors such as age of the patient, were considered relevant to the event. This event was further reviewed by boston scientific medical safety, and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn. Further information received confirmed event was due to chronic diabetes and general inflammation from that condition. No infection or pericarditis per site hence no allegation to device.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. The following day post index procedure, infectious pericarditis was confirmed. The hospital stay was extended by one day, antibiotics were administered and the patient was stabilized and discharged. It was further corrected that the patient did not have infectious pericarditis, and instead the patients pre-existing diabetes had worsened, and then the patient was stabilized after administering antibiotics. No further symptoms have been noted. It was further corrected that the patient may have not have pericarditis, but instead an inflammatory response post procedure. Factors such as age of the patient, were considered relevant to the event.

Manufacturer narrative:
B5: information added. H6 patient code updated from no clinical signs, symptoms, or conditions to inflammation.

Manufacturer narrative:
B5: information added. H6 patient code updated from pericarditis to no clinical signs, symptoms, or conditions.

Event description:
It was reported that pericarditis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. The following day post index procedure, infectious pericarditis was confirmed. The hospital stay was extended by one day, antibiotics were administered and the patient was stabilized and discharged. It was further corrected that the patient did not have infectious pericarditis, and instead the patients pre-existing diabetes had worsened, and then the patient was stabilized after administering antibiotics. No further symptoms have been noted.